Event description:
It was reported that the patient had several low voltage alarms due to damage to the system controller power cable. There was a small cut in the driveline. The log files captured power cable disconnects while attached to batteries. It was recommended to replace the system controller due to the damage to the white lead on the controller. It was also recommended to clean the battery clips and battery contacts. MFR# for modular cable: 2916596-2022-12063.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of several low voltage alarms due to damage to the system controller power cable was confirmed via the submitted log file and the submitted photo of the white strain relief on the controller power cable. The heartmate 3 system controller (serial number (B)(6)) was not returned for analysis; however, a log file and photo were submitted for analysis. The submitted log file contained data spanning approximately 5 hours on (B)(6) 2022 (06:37:20 ¿ 11:52:14 per the timestamp). The log file captured intermittent atypical low voltage advisory alarms active while connected to battery power throughout the log file due to the rsoc voltage in the white power cable dropping to approximately 0 volts and fluctuating irregularly. The alarms resolved when the rsoc voltage was restored to its expected voltage threshold and when the power source was swapped to the power module. The pump speed was not affected by the alarm. The atypical low voltage advisory alarms that occurred throughout the log file could be due to the damage in the white power cable; however, the cause is unknown. Additionally, the submitted photo from the customer displayed a damaged strain relief on the white power cable, confirming the reported event of a damaged power cable. Provided information stated that cleaning the batteries/battery clips did not resolve the power cable disconnect alarms, the controller was exchanged but it did not resolve the problem, no products will be returning to abbott, the cut in the modular cable was through the silicone, and no further troubleshooting completed at this time. The root cause of the reported event could not be conclusively determined through this analysis; however, the damage to the white power cable of the controller could have contributed to the reported event. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. (B)(6) was shipped to the customer on (B)(6) 2018. Heartmate iii instructions for use section 2 entitled ¿system operations¿ and heartmate iii patient handbook section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ heartmate iii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including low voltage advisory alarm conditions, power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that cleaning the patient's batteries and clips did not resolve the power cable disconnect alarms. The system controller was exchanged but it did not resolve the issue. No further troubleshooting was performed. The patient was moved up on the heart transplant list.